Manufacturer narrative:
References the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 serial: (B)(6) product type: 0201-programmer patient event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was the controller would not charge from the wall. Patient said the controller was completely dead and implanted neurostimulator was dead because patient could not charge it. Patient tried resetting the controller 10 times. The screen was on and the controller was pt thought at 10%, on the call it showed 30%. But when plugged in, it was not taking a charge. The green light was not blinking on the controller. The ac power supply had the green light. On the call had patient take the battery out and plug the controller in the wall. The controller did not power up. An email was sent to repair to replace the controller. Patient mentioned this was the 2nd time and this problem happened last year.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6): product type programmer, patient h3: analysis of the controller (serial# nld121804n) found they replaced the main board due to the lithium-ion battery contacts being broken/damaged. There was also a damaged front case where the screw holes were stripped causing case separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.